Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug-coated balloon as a part of the elegance clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 80 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 3 mm x 80 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 120 mm ranger drug-coated balloon study device. Following post-treatment, dilation was performed using 6 mm x 80 mm non-bsc pta balloon, and 6 mm x 80 mm innova bare metal stent was placed. The final residual stenosis was noted to be 10%. On the same day of the index procedure, during the treatment of the target lesion, dissection of grade b was noted in the left mid superficial femoral artery post-dilation using a ranger drug-coated balloon, which was treated using 6 mm x 80 mm non-bsc pta balloon followed by the placement of 6 mm x 80 mm innova bare metal stent. The subject received medication, in response to the event and on the same day, the complication of dissection was resolved. Two days later, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2024, following treatment, a 6 mm x 80 mm innova bare metal stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of the target lesion, a short segment dissection of grade b was noted due to ranger drug-coated balloon. In response to dissection, a 6 mm x 80 mm innova stent was placed in left mid sfa which was post-dilated using 6 mm x 80 mm non-bsc pta balloon, and medications were given. Post intervention, dus revealed good runoff and good outcome with no evidence of dissection or embolization. On the same day, the dissection complication was considered resolved. On (B)(6) 2024, abi of left and right leg was noted to be 0.93 and 0.99 respectively. On the same day, dus revealed biphasic flow signal in left common femoral artery, left superficial femoral artery and popliteal artery with lower leg runoff via anterior tibial artery. Left sfa was noted to be open without evidence of relevant stenosis. Post procedure, subject's further in-patient stays in the hospital without complications. It was further reported that target lesion was located in the left mid sfa.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 78 years old at the time of enrollment.

Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug-coated balloon as a part of the elegance clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 80 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 3 mm x 80 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 120 mm ranger drug-coated balloon study device. Following post-treatment, dilation was performed using 6 mm x 80 mm non-bsc pta balloon, and 6 mm x 80 mm innova bare metal stent was placed. The final residual stenosis was noted to be 10%. On the same day of the index procedure, during the treatment of the target lesion, dissection of grade b was noted in the left mid superficial femoral artery post-dilation using a ranger drug-coated balloon, which was treated using 6 mm x 80 mm non-bsc pta balloon followed by the placement of 6 mm x 80 mm innova bare metal stent. The subject received medication, in response to the event and on the same day, the complication of dissection was resolved. Two days later, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 78 years old at the time of enrollment.

Event description:
Elegance clinical trial it was reported that vessel dissection occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug-coated balloon as a part of the elegance clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 80 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 3 mm x 80 mm non-boston scientific (bsc) pta balloon. Treatment of target lesion was performed by dilation using 5 mm x 120 mm ranger drug-coated balloon study device. Following post-treatment, dilation was performed using 6 mm x 80 mm non-bsc pta balloon, and 6 mm x 80 mm innova bare metal stent was placed. The final residual stenosis was noted to be 10%. On the same day of the index procedure, during the treatment of the target lesion, dissection of grade b was noted in the left mid superficial femoral artery post-dilation using a ranger drug-coated balloon, which was treated using 6 mm x 80 mm non-bsc pta balloon followed by the placement of 6 mm x 80 mm innova bare metal stent. The subject received medication, in response to the event and on the same day, the complication of dissection was resolved. Two days later, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2024, following treatment, a 6 mm x 80 mm innova bare metal stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day of index procedure, during the treatment of the target lesion, a short segment dissection of grade b was noted due to ranger drug-coated balloon. In response to dissection, a 6 mm x 80 mm innova stent was placed in left mid sfa which was post-dilated using 6 mm x 80 mm non-bsc pta balloon, and medications were given. Post intervention, dus revealed good runoff and good outcome with no evidence of dissection or embolization. On the same day, the dissection complication was considered resolved. On (B)(6) 2024, abi of left and right leg was noted to be 0.93 and 0.99 respectively. On the same day, dus revealed biphasic flow signal in left common femoral artery, left superficial femoral artery and popliteal artery with lower leg runoff via anterior tibial artery. Left sfa was noted to be open without evidence of relevant stenosis. Post procedure, subject's further in-patient stays in the hospital without complications.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 78 years old at the time of enrollment.